Manufacturer narrative:
Additional information was added: the device was manufactured from july 3, 2019 - july 5, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This occurred during a flucloxacillin patient infusion connected to a PICC (peripherally inserted central catheter). It was further reported "the balloon did not deflate". There was no report of patient injury or medical intervention associated with this event. No additional information is available.